Manufacturer narrative:
The removed motor controller printed circuit board assembly (pcba) was returned to the product investigation lab (pi). The pil technician installed mc pcba to investigate an allegation of check vent 3.3 vdc supply failure and 5.0 vdc supply failure alarms. Investigation findings: the allegation was confirmed. Testing determined that the motor control pca spi bus reporting ic (u6) experienced an internal fault, resulting in incorrect transmission of voltage data to the ventilator firmware. As a result, the firmware diagnostics screen reported null (0.00 vdc) values for the 3.3 vdc, 5.0 vdc, and 35.0 vdc supplies and generated associated fault codes and alarms. Electrical measurements confirmed that the actual 3.3 vdc, 5.0 vdc, 12.0 vdc, and 35.0 vdc power supplies were present and operating within specification. The issue was limited to the spi bus reporting function and did not affect therapy delivery. Conclusion: the root cause was a failure of the u6 spi bus reporting circuit on the motor control pca. This failure caused incorrect voltage reporting and associated alarms despite the power supplies remaining within specification. The ventilator continued to function as designed and provide therapy; however, the firmware correctly detected and reported the spi bus communication fault through visual, audible, and event log indications.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance, it was observed that the device displayed error codes "check vent: 3.3v supply failed" alarm and "check vent: 5v supply failed" alarm message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the motor controller board was faulty and needs to be replaced. The customer replaced motor controller board to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service.